Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty circulation pump. The arctic sun 5000 was evaluated. During the evaluation, it was found that the unit produces no flow. Circulation pump was replaced. Device underwent pm program. Mixing pump, drain ports, and heater were replaced. Device passed all applicable testing. Passed calibration. The as5000 system has been evaluated for functionality. An electrical safety test was performed, as5000 system passed all tests, is functioning properly and is ready for use. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: d, e, f, g, h. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had flow issues. The device alarming that there were flow issues, stopped and started therapy. They had spoken to the helpline who feels this was a flow sensor issue, as the unit would like this device to be repaired and a loan due to them using it lot on the unit. Device was taken off the patient after speaking to the helpline. Arrange loan device to be delivered and this device to be repaired. Per follow up information received via email on 05jul2024, the unit was on its way to them.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had flow issues. The device alarming that there were flow issues, stopped and started therapy. They had spoken to the helpline who feels this was a flow sensor issue, as the unit would like this device to be repaired and a loan due to them using it lot on the unit. Device was taken off the patient after speaking to the helpline. Arrange loan device to be delivered and this device to be repaired. Per follow up information received via email on 05jul2024, the unit was on its way to them.